Event description:
It was reported that during the implant procedure the lead¿s screw would not extend in the body. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal connector of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analysis comments included that the lead was returned with the connector pin bent but the helix mechanism was still operational. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.